Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15133. Follow-up information indicated the patient experienced discomfort at the lead site. Additional surgical intervention was undertaken on (B)(6) 2015 and the patient's lead was explanted. No signs of infection were present.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing impaired healing of the ipg pocket site. The patient's physician examined the site and did not believe an infection was present. The physician monitored the ipg pocket site for approximately 1 week and then elected to explant the ipg as a precaution as the wound had still not healed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.